Manufacturer narrative:
Internal complaint reference case(B)(4). H10 h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the rf12000, q2 controller ; the warranty seal is broken and the unit was previously opened; the manufacturing date of the controller is rev.q ¿ 2014. The top cover is damaged and bent and some of the components inside the unit were damaged/worn with a bunch of not allowed manupulations of a third party; no visible manufacturing abnormalities were found; during functional evaluation the top cover of the unit was removed cause of some loose components inside; the controller unit itself was received dirty, damaged and the mainboard was found completely loose. The fixation screws of this board were found detached placed on the permanet magnet of the loud speaker; not allowed soldering and damaged connectors and components were indicated inside the whole unit; the 18-pin connector on the front side of the unit was found burnt; it was tried to power-up the unit; the display stays dark however interrupted by flashes; the unit is completely defect without any functions; the complaint was confirmed. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include an impact event to the device inconsistent with normal use. Internal complaint reference: (B)(4) .

Manufacturer narrative:
Internal complaint reference#: (B)(4).

Event description:
It was reported that, during inspection, it was found that the quantum unit was showing e4 error. Not applicable delay, or back up. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.